Event description:
It was reported that prior to starting a davinci si surgical procedure, the pk dissecting forceps instrument could not be recognized by system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirmed the customer reported failure. The pk dissecting forceps instrument was checked for recognition using the in-house davinci robot system. The in-house davinci robot system recognized the instrument successfully. Engineering was unable to replicate recognition issue. Additional observations not reported by site were main insulation tube damage and proximal clevis dislodged. The main insulation tube was found cracked at the proximal clevis to the main insulation tube interface. The clevis was found to be dislodged from main insulation tube as a result. Engineering concluded that damage was likely due to overloading at the tip or other kind of mishandling/misuse. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.